Event description:
It was reported that the customer had a button error alarm on the insulin pump. It was also reported that there were lines through the display of the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarms were noted. A line of missing segments were noted on the display due to moisture damage on the lcd board. Also, moisture damage was noted on the mother board, interface board, remote frequency board, motor, force sensor, and vibrator motor. Unable to perform the displacement test due to the unresponsive keypad. The pump also had no button response on the down arrow button due to corroded keypad traces. In addition, the pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.